Event description:
The patient contacted animas on (B)(6) 2012 stating the up arrow keypad button was intermittently responsive for one month. The keypad was reportedly intact and the pump was not exposed to water. The patient denied recent trauma to the pump. The patient reportedly wore the pump attached to a belt in a protective case and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): testing confirmed the 'up' key is intermittently responsive to button press. The keypad was removed to investigate and evidence of keypad contamination was located under the "contrast",'ok,"down" and "up" contact buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.